Manufacturer narrative:
The instrument was assessed via beckman coulter inc. Led customer troubleshooting. Beckman coulter inc. Advised the customer to utilize the appropriate personal protective equipment while interfacing with the instrument. The customer was advised to verify the integrity of the syringe barrel, which they identified as loose. Beckman coulter inc. Advised the customer to tighten the syringe. Ultimately the customer replaced the sample probe and sample syringe. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. Root cause is not known, but the issue was resolved with routine customer hardware maintenance.

Event description:
The customer reported that an erroneously elevated microalbumin (ma) result was generated on a unicel dxc 600 synchron system for one patient. The erroneous initial ma result was not reported outside of the laboratory and hence no deaths, serious injuries or changes to patient treatment were associated or attributed to this event. Upon triplicate repeat testing, the repeat ma results were lower and regarded as valid. Instrument ma and micro total protein (m-tp) quality control results were erratic during the timeframe of the event, with results exceeding customer expectations, and then upon repeat recovering within specifications. There were no mtp erroneous patient results associated with this event. The customer did not report any issues for other chemistries or system errors. No actual customer results, specific patient information, sample collection/handling information or additional system information was provided by the customer.